Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm with a red "x" icon and insulin pump stopped functioning. It was also reported that display screen was cracked. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
Pump error was noted in the pump history and critical pump error alarm during testing, problem isolated to the electronic assembly. The device was received with minor scratched lcd window, cracked select button keypad overlay and cracked reservoir tube retainer.